Event description:
The customer reported that the system displayed multiple communication failure errors. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Fuses and connectors on the power distribution pcb (printed circuit board) and the ps1 power supply were reseated and the vcc voltage on the ps1 was adjusted. The system was tested and found to be working as intended and put back into service.